Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left anterior descending (lad) artery. The 2.00x12mm apex monorail balloon catheter was used for predilatation and was inflated to 7 atms for four to five seconds on the first inflation and the balloon ruptured. The apex monorail balloon catheter was successfully removed and was replaced with a 2.5x15mm maverick2 balloon and the procedure was completed. It was noted that the physician did not feel resistance with the apex monorail balloon catheter during the procedure. No pt complications were reported with the pt's current condition listed as "good".